Event description:
Information received from the article: gascou g, lobotesis k, machi p, maldonado I, vendrell, jf, riquelme o, et al. Stent retreivers in acute ischemic stroke: complications and failures during the perioperative period. Am j neuroradiol. Apr 2014; 35: 734-40. On (B)(6) 2014, a literature article was received describing a total of 144 patients with a mean age of 67 years (74 men / 70 women) who underwent mechanical thrombectomy (with optional angioplasty). Out of the 144 patients, 138 were treated with the solitaire fr device. Out of the number of patients that were treated with the solitaire fr, device fracture and spontaneous release of the stent were seen in two patients. The devices were left inside both patients and they also received a long term antiplatelet therapy with a good neurological outcome at discharge. Same event as MDR# 2029214-2014-00326.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient. (B)(4).